Manufacturer narrative:
(B)(4). On (B)(6) 2017, it was reported that the device ratchet was not working and fault was due to the ratchet handle, cutter blade failure was unable to check the body. Initial qa inspection of the zimmer skin graft mesher, serial (B)(4) was done by zimmer biomet (B)(4) on (B)(6) 2017 which revealed that the ratchet does not work and does not mesh when using it. Zimmer (B)(4) has repaired/evaluated zimmer skin graft mesher serial (B)(4) one time as documented in the repair reports in live link. The current repair was done on nov 27, 2017 which states that there was skin graft comb deformation. Disassembly and parts exchange was done along with this clearance adjustment and operation were also checked. Zimmer biomet (B)(4) has not previously repaired/evaluated zimmer skin graft mesher serial (B)(4) as documented in the repair reports in live link. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the zimmer skin graft mesher ratchet was not working, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device ratchet was not working and fault was due to the ratchet handle, cutter blade failure was unable to check the body. The device was returned to zimmer (B)(4) for repair. Investigation revealed that the comb was damaged and the device would not mesh.